Manufacturer narrative:
It was reported that the device started smoking. The device was returned for device evaluation. The sensor was inspected for general physical integrity and found in good condition. The sensor was measured and found to be within specifications. Engineering evaluation could not replicate the allegation of the sensor started smoking." The component m1 cpu had a superficial scratch on the surface that could have happened when opening the sensor to inspect the internal components. No other damage was found. Root cause could not be determined.

Event description:
It was reported that on (B)(6) 2024 while wearing the mcot device the sensor started smoking while the patient was taking a shower. The patient removed the sensor from his chest. Patient was uncertain if the sensor had an increase in temperature prior to removing the device. There was no report of the patient being exposed to external heat, excess steam or moisture while wearing the sensor. A replacement was ordered. There was no reported injuries.

Manufacturer narrative:
It was reported that the mcot sensor - 3.0 was smoking. The mcot sensor - 3.0 was not returned for device evaluation. Evaluation was unable to be performed as the device was not returned or is unable to be recovered. Engineering evaluation was unable to be performed as the device was not returned. No images have been provided by the patient to corroborate the allegation.